Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received an alarm was generated when the pump detected movement in hall sensor counts that were unexpected since the pump did not command motor movement (pump error 130). The customer received an error in the motor that was detected by reading an unexpected value from the hall sensor (pump error 43). Motor power supply voltage error detected, this is measured before each single pump stroke, and then continually measured periodically during the entire motor driving period (pump error 41). Troubleshooting was performed. The customer was able to successfully clear the alarm and was able to complete the rewind. The customer performed displacement tests and the pump successfully passed the test. No harm requiring medical intervention was reported. The customer will discontinue using the device and the insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed the self test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08740 inches. However, the pump had a high sleep current measurement. No unexpected pump error 130 alarm, pump error 41 alarm and pump error 43 alarm noted during the testing. Successfully downloaded history files and traces using thump. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts noted. However, insert battery alarm was recorded and found in the formatted history file on: 02/07/2024 16:58:37.000. Failed battery alert/battery failed alarm was recorded and found in the formatted history file on: 02/07/2024 16:58:15.000. Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on 09-feb-2024 at 2:26:55 am. There was no power data available for the event date of 07-feb-2024. Unable to check power data for failed battery alert/battery failed alarm. No unexpected failed battery alert/battery failed alarm noted during testing. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. The original pcba2 was installed in a test pcba1, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The original pcba1 was installed in a test pcba2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The original pcba1 was installed in the original pcba2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The pump had an intermittent high sleep current measurement (unexpected battery power loss), suspected on the pcba1/pcba2. However, pump error 43 alarm was recorded and found in the formatted history file on: 02/07/2024 16:57:50.000. Pump error 41 alarm was recorded and found in the formatted history file on: 02/07/2024 16:57:50.000. No pump error 37, 38, 39, 42, 79, 80, 82 and 130 alarm on the formatted history file noted. Pump error 41 alarm and pump error 43 alarm were confirmed according in the formatted history file, suspected on the (hw) pcba1/pcba2. Please see below for pump errors/alarms noted 1 week prior to the event date 07-feb-2024 in the formatted history file. Sensor error alert (801) was recorded and found in the formatted history file on: 02/03/2024 22:20:24.000. 02/04/2024 00:20:26.000. 02/04/2024 00:30:00.000. Sg calibration error (776) was recorded and found in the formatted history file on: 02/03/2024 22:03:39.000. The pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No sensor error alert, sg calibration error or unexpected sensor errors or anomalies were noted during testing. The motor was tested outside of the device and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. Pump error 130 alarm was not confirmed. However, pump error 41 alarm, pump error 43 alarm (were confirmed according in the formatted history file) and an intermittent high sleep current measurement (unexpected battery power loss) were confirmed, suspected on the (hw) pcba1/pcba2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.